Event description:
The deep brain stimulators were received by the manufacturer with no paperwork. Device registration system indicates the pt is deceased. No other clinical information is known. Please see MFR report # 3004209178200905842. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.